Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: during the procedure three clips were applied. The customer noticed the leakage of bile in the day of operation. An x-ray confirmed one of three fired clips was disengaged and another did not stay in place.

Manufacturer narrative:
(B)(4).